Event description:
It was reported that the patient was experiencing lead migration. The patient underwent a revision procedure wherein new leads were added. Additional information was received that the patient was experiencing lack of coverage due to lead migration. The patients leads were replaced and was doing well postoperatively. The explanted leads will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc221850, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing lead migration. The patient underwent a revision procedure wherein new leads were added.